Event description:
It was reported during remote follow up that the right ventricular lead exhibited noise oversensing. No intervention was reported. There were no patient consequences.

Event description:
New information received states that the lead was explanted on (B)(6) 2025 and successfully replaced. There were no patient consequences.